Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2017 the system was run on battery until a depleted battery shutdown occurred. Both minutes remaining and nominal available capacity (nach) were 0 indicating the batteries were ok. On recharge, the power manager determined the batteries no longer provided 18.0 amp hours (ah) of capacity and set last measured discharged (lmd) to a lower value. This will cause the "battery needs service" message as reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr verified the customer complaint. He reviewed the power manager logs and noted that on (B)(6) 2017 at 16:41, unit was disconnected from alternating current (ac) power and left on until the system performed a "depleted battery shutdown" four hours later. He also noted that even though power status light emitting diode (led) was on solid green, the batteries lmd was lower than normal at 17.30ah. The fsr verified the power supplies were within specification. The system batteries were replaced and the system went to an lmd level of 18.00ah within 10 minutes. The unit operated to manufacturer specifications. The old batteries were sent to the manufacturer. During laboratory analysis, the complaint was duplicated. The product surveillance technician (pst) found both batteries to show signs of internal degradation and fail minimum load testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the system 1 had an alert "battery needs service". The customer continued to use the device for the entire case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during cpb, a "battery needs service, full back up may not be available" status message was posted on the central control monitor (ccm). Per guidance in the operator manual, the perfusionist completed the case and then contacted the field service representative (fsr). When the logs were analyzed, they indicated the the aps-1 was unplugged for about 4 hours but left "on" about three weeks earlier. The battery power was low and the batteries were replaced. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.